Manufacturer narrative:
As reported, the sorbafix enhanced device deployed a broken fastener. A broken fastener was returned with the sample. Functional testing could be performed on the device as a result of damage to the device prior to it being returned for evaluation. Based on the information provided the broken fastener presenting in use is the result of forces applied during user/device interface while trying to fixate near the cooper's ligament. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during laparoscopic procedure, the sorbafix enhanced fixation device was used to fixate the 3dmax light mesh at relatively soft area near cooper's ligament. It was reported that when the trigger was grasped, it felt harder than usual, when it was checked, the deployed fastener was found to be broken. The broken fastener was removed from the patient's body. It was also reported that the device deployed some fasteners and fixated the mesh properly. The procedure was completed using another device and there was no reported patient injury.